Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for cocked stopper was observed, as it shows a tube on the floor missing the hemogard closure assembly with blood splatter present. Additionally, eighty (80) retention samples from bd inventory were evaluated by visual examination and the issue of cocked stoppers was not observed. The hemogard closure assembly was correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. Ten (10) of the retention samples from bd inventory were evaluated by functional testing and the issue of cocked stoppers was not observed. There were no issues with the hemogard closure assembly being loose or separating during or after the functional testing was completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of cocked stopper based on the provided photo; however, the indicated failure mode could not be duplicated in the retention sample testing. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that during use with bd vacutainer® lithium heparinn 75 usp units blood collection tubes the stopper had a loose closure and blood leakage occurred. Reporter is unaware if patient was recollected or if there was any patient impact. Proper ppe's were worn so there was no user impact. The following information was provided by the initial reporter: loose cap of blood collection tube so sample in blood tube were split.